Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage was verified through testing of the returned infusion set, however, leakage was present due to the component damage. Upon inspection of the infusion set, a large hole was noticed in the upper part of the silicone tubing of the upper pumping segment. When the infusion set was primed, leakage was noticed coming from the identified hole, causing air bubbles to be created in the infusion line. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. The root cause for the component damage seen in this complaint is an improper installation of the infusion set into the alaris pump. If upper pumping segment is not installed first, the user will have to stretch the silicone pumping tubing in order to insert the upper pumping segment into the correct location, causing for the tubing to tear. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 20dp v/nv 1.2mf dehp free experienced ruptured tubing, and air bubbles/air in line. The following information was provided by the initial reporter: material no: 2420-0500. Batch no: unknown. It was reported that there was a break in the tubing causing air in the line.